Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation, investigation findings). No decon performed since the product was not returned. However a photo was provided and reviewed with visual inspection of the photo blood was observed in the catheter membrane. Since the product was not returned, we were unable to evaluate the device. However a photo was provided and reviewed that identified blood inside the catheter membrane. The reported failure is confirmed based on the provided photo. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d1, d4(model, catalog, UDI), d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. It was reported by the customer that during use the intra-aortic balloon (iab) return is evident from the entire surface corresponding to the balloon. The intensive care physician is the one who performs the insertion of the counterpulsation balloon. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that during use the blood return is evident from the entire surface corresponding to the intra-aortic balloon (iab). There was no patient harm or injury reported.